Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra penile prosthesis for unspecified reasons. The tactra was replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra penile prosthesis for unspecified reasons. The tactra was replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.